Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots to clear a call service alarm (cs 064-0001) associated with a high force. During testing, there was corrosion observed inside the battery compartment, but no damage was found. There was no damage found to the battery cap and it was secured properly to the pump. The battery cap contact height and width were within specifications. The pump powered on normally. The rewind, load and prime were completed successfully, and the force sensor calibration tested within specification. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. An occlusion was induced and the pump gave the correct visual and audible alarm. The pump was opened and no damage was found to the power circuit and no evidence of moisture was found. Unrelated to the initial complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.